Event description:
It was reported that during a lap appendectomy, when the instrument was fired, the staple partially formed. The other part of the staple remained in the cartridge. There was no adverse pt consequence.